Manufacturer narrative:
Device analysis is not complete; findings will be sent in follow-up report.

Event description:
Additional information received from the health professional reported anapathology results as "no histological or immunohistological indications in favor of a lymphoma lesion." There is no event of lymphoma. This medwatch represents the right side. See MFR # 9617229-2016-00105 for the left side.

Manufacturer narrative:
Lab analysis: the device was weighed and confirmed to be below specification, indicating there had been a loss of material. A sharp, curved unidentified (tear) opening was observed along the posterior of the device. There was brown and yellow particle material found on the device shell. A crease/fold of the implant's shell was also noted.

Event description:
Health professional reported right side rupture of the implant following a weight put on the chest, ten years after implantation. Pain and swelling reported. Event of pain is considered a secondary event to swelling and rupture. Significant inflammation was reported requiring implant withdrawal. Suspicion of lymphoma reported; anapath sampling done. Device has been explanted and capsulectomy performed. Additional information received from the health professional reported anapathology results as "no histological or immunohistological indications in favor of a lymphoma lesion." There is no event of lymphoma. This medwatch represents the right side. See MFR # 9617229-2016-00105 for the left side.

Manufacturer narrative:
Medwatch sent to FDA on 08/23/2016. Device has been returned. Device analysis is not complete; findings will be sent in follow-up report. The events of inflammation, lymphoma, and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding product information has been requested. No additional information is available at this time. Device labeling addresses the reported events as follows: "lymphoma, including anaplastic large t-cell lymphoma(alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." "Gel implants may rupture, and saline or gel/saline implants may deflate at any time and require replacement or revision surgery. As ruptures are most often clinically silent, a radiological assessment may be required to aid diagnosis."

Event description:
Health professional reported right side rupture of the implant following a weight put on the chest, ten years after implantation. Pain and swelling reported. Event of pain is considered a secondary event to swelling and rupture. Significant inflammation was reported requiring implant withdrawal. Suspicion of lymphoma reported; anapath sampling done. Device has been explanted and capsulectomy performed. This medwatch represents the right side. See MFR # 9617229-2016-00105 for the left side.